Event description:
Previously, the events of "right side capsular contracture baker grade unknown, swollen lymph nodes, as well as pain in the joints and arms" was reported via mrn # 9617229-2023-03763. Later, patient representative provided biopsy and ultrasound reports which further reported baker grade ii for the capsular contracture and "suspected b-cell lymphoma [...] Diagnosed as low-count monoclonal b-cell lymphocytosis cll jsll type (mbl)" not device related. The event of "lymph nodes" was found to be located on the contra-lateral side of the neck. Additionally, "pain in the joints and arms" is not device related. Device remains implanted. Currently, there are no reportable events against the device and record (mrn # 9617229-2023-03763) will be unreported.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-03763. Previously reported events of "right side capsular contracture baker grade unknown, swollen lymph nodes, as well as pain in the joints and arms" was reported via mrn # 9617229-2023-03763. Imaging and biopsy diagnostics received have exonerated the device. Currently, there are no reportable events against the device. This record is no longer reportable to the FDA and will be un-reported.